Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that admission to the hospital was needed due to swelling that was painful. The patient noted that the lead was suspected to be causing severe problems as a blood clot was discovered from the brain to the heart and down the main vein. It was noted that the patient was feeling increasingly ill and experienced fatigue. The patient was started on blood thinner injections and more tests were planned for the patient. The lead remains in use. No further patient complications have been reported as a result of this event.